Event description:
This device was capped. This pt experienced inappropriate shocks related to noise on this lead. Upon opening the pocket for a lead revision procedure, a fracture was noted between the yoke and pin of one of the lead connectors. The physician removed the top portion of the lead for analysis and capped the remaining portion. The hospital has retained this device. Should additional info become available, this event will be updated.